Event description:
A (B)(6) old male admitted on (B)(6) 2011 for left total knee replacement. When ortho md was drilling into the bone to place anchoring screws, the drill bit broke in two pieces. Both pieces were intact and were removed from the surgical field. The drill bit was inspected by the operating room tech prior to surgery and no issues with the drill bit were identified. Of note, the bone was sclerotic. Pt tolerated the procedure and was discharged to pacu in stable condition. No negative impact on the pt.